Manufacturer narrative:
H4: the lot was manufactured from may 20, 2020 - may 21, 2020. H10: the device was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred :within one month" (unspecified). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black foreign material was observed in the fluid path of a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified before use. There was no patient involvement. No additional information is available.